Event description:
The physician indicated that the subject device could not be implanted due to a lead connection problem that was incurred during the attempt. Specifically, it was indicated that the leads could not be inserted properly.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
The physician indicated that the subject device could not be implanted due to a lead connection problem that was incurred during the attempt. Specifically, it was indicated that the leads could not be inserted properly.

Manufacturer narrative:
(B)(4).

Event description:
The physician indicated that the subject device could not be implanted due to a lead connection problem that was incurred during the attempt. Specifically, it was indicated that the leads could not be inserted properly.